Manufacturer narrative:
Concomitant medical products: 429888 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a generator change the left ventricular (lv) lead was stuck in the header of the cardiac resynchronization therapy defibrillator (crt-d). The physician used mineral oil and a torque wrench to remove the lead from the header without damage. The device was then able to be explanted and replaced. No patient complications have been reported as a result of this event.